Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us.

Event description:
It was reported that an unknown xience pro could not cross the lesion and the proximal shaft separated. The device was easily removed from the anatomy. Another unknown stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.